Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that bleeding occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. On the same day the sensor was inserted, the patient experienced bleeding. Due to the bleeding the patient had a wound and an infection. Three days after the bleeding had occurred, the patient was brought to the hospital and the reaction was treated with a prescription of an unspecified oral antibiotic to be taken for 10 days. The patient recovered after treatment. At the time of the report, the patient was doing good. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.